Event description:
When cleaning up after a case, the anesthesia tech noticed that the tip of the endotracheal light wand was broken off. Chest x-ray was done and read as negative. A bronchoscopy was performed. There was no indication of damaged tissue or foregin body found. The pt was discharged home on the third post-op day.